Manufacturer narrative:
Evaluation summary: it was caused due to a physical damage on the insertion flexible tube (ift). In addition, we confirmed that the ccd module disconnection and the light guide fiber bundle (lcb) break; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. There is a coating damage on the ift by 11cm.